Event description:
It was reported that during use cs300 intra aortic balloon pump (iabp) had circuit leak occurred. There was no harm or injury reported to patient.

Manufacturer narrative:
Iabp was upgraded from cs100 to a cs300 intra-aortic balloon pump. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) while performing test find that the k7, k8 valve as well as the k3, k5 valve failed. Removed and replaced parts as required. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Returned to customer for use.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d10.